Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the event involved an infusion of fluorouracil (990 mg in 1000 ml), intended to run at a rate of 41.7 ml/hour over 24 hours. At the end of the 24-hour infusion, 200 ml of the solution remained. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient health impact information, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: device available for eval?, returned to manufacturer on, imdrf annex e, f, b, c, d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the event involved an infusion of fluorouracil (990 mg in 1000 ml), intended to run at a rate of 41.7 ml/hour over 24 hours. At the end of the 24-hour infusion, 200 ml of the solution remained. Infusion set ref bd 2203-0007 was used. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion could not be confirmed based on the log review or replicated during the laboratory testing. The suspect pump module was observed working as intended. The timed rate accuracy test was performed at the incident infusion rate of 41.7 ml/hr in accordance with the timed rate accuracy product analysis procedure (B)(4). The pump module infused within specification, with an error result of -4.53% (measured rate of 39.81 ml/hr). No periods of unregulated flow were observed during testing. An additional one-hour duration n rate accuracy testing at the incident infusion rate of 41.7 ml/h in accordance with the timed rate accuracy product analysis procedure, (B)(4) resulted in the pump module (s/n (B)(6)) infusing within specification with an error result at -4.70 % (measured rate of 39.74 ml/h) during the testing. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performed testing for infusion pumps. Testing of the incident administration set could not be performed to determine if any issues existed with the primary set since the incident administration set was not returned for investigation a review of the pcu error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the facility¿s complaint. On (B)(6) 2025, at 12:13 am, the suspect pump module s/n (B)(6) with channel c was programed by a remote IV message was received with the following parameters: drug ID: 168 (suspected to be fluorouracil), infusion type: im intermittent primary, patient weight: 26 kg, patient bsa: 0.99 m2, drug amount: 990 mg, diluent volume: 1000 ml, duration in seconds: 86 400 s (24 hours), rate: 41.6667 ml/h and a volume to be infused (vtbi): 1000 ml. Infusion started with a primary volume infused (pvi): 1000.05 ml. Infusion was paused. At 12:19 am the infusion was restarted. At 9:24 pm the rate was updated by user to 45 ml/h, then infusion was started. With a pvi of 1787.44 ml. At 11:10 pm the rate was updated by user to 48 ml/h, then infusion started. With a pvi of 1958.31 ml. At 11:40 pm the vtbi was updated by user to 20 ml, then infusion started. With a pvi of 1981.31 ml. On (B)(6) 2025, at 12:05 am the infusion was completed and transitioned to keep vein open (kvo) mode with a rate of 1 ml/h and capturing a pvi of 2001.58 ml. At 12:06 am the vtbi was updated by user to 15 ml. At 12:22 am the vtbi was updated by user to 4 ml, then infusion started. With a pvi 2013.89 of ml. At 12:26 am the user channeled off the pump module. Capturing a final pvi of 2017.61 ml. The log review for the other reported pump module (s/n (B)(6)) was not included because the last programmed infusion does not correspond to the infusion parameters provided. Additionally, the last programmed infusion recorded in the module occurred on (B)(6) 2025. The log review for the other reported pump module (s/n (B)(6)) was not included because the last programmed infusion does not correspond to the infusion parameters provided. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the facility¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The administration set used at the time of the event was not returned for investigation; therebefore, it could not be tested. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion was not identified or confirmed through log analysis. Inspection and laboratory testing of the device found the pump modules infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the event involved an infusion of fluorouracil (990 mg in 1000 ml), intended to run at a rate of 41.7 ml/hour over 24 hours. At the end of the 24-hour infusion, 200 ml of the solution remained. Infusion set ref bd 2203-0007 was used. There was patient involvement, but no harm.